Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA (B)(4) associated with this report. (B)(4).

Manufacturer narrative:
The condition of battery depleted set alarm was confirmed through the event history, due to depleted main batteries. The main batteries and harness where replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
A colleague infusion pump was reported originally for battery damage. It is unknown when the reported condition occurred. It is unknown if patient injury or medical intervention occurred. During a review of the pump's event history by baxter (B)(4) personnel, the device was found to have experienced a battery depleted set alarm which interrupted delivery. The software version for this device is not known. This device utilizes user interface module master software version 6.13.92 categorized as remediated.